Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation on all pacing vectors. Repositioning the left ventricular lead was unsuccessful, so the lead was explanted and replaced. The patient was stable.